Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported this consignment central nurse's station (cns) would randomly reboot and display a monitor network disconnect error message. They would clear the error and reboot the cns to resolve it, but the issue persisted. No patient involvement when the issue occurred. Investigation summary: the customer reported that the issue was resolved by plugging the unit into the correct network port. The root cause is related to cable connection. There is no evidence of an nk device malfunction that may have contributed to the reported issue. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported this consignment central nurse's station (cns) would randomly reboot and display a monitor network disconnect error message. No patient involvement when the issue occurred.

Manufacturer narrative:
The biomedical engineer (bme) reported this consignment central nurse's station (cns) would randomly reboot and display a monitor network disconnect error message. They would clear the error and reboot the cns to resolve it, but the issue persisted. No patient involvement when the issue occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported this consignment central nurse's station (cns) would randomly reboot and display a monitor network disconnect error message. No patient involvement when the issue occurred.